Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. Customer planned to use multiple daily injections as a backup therapy and expressed interest in obtaining an out-of-warranty loaner pump, although they decided to postpone this process. Customer will wait for the replacement pump, and the case is set to be closed.